Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Disrupt-af clinical study. It was reported that following a pulse field ablation (pfa) procedure using a farawave ablation catheter, the patient experienced a stroke. Approximately 5 days after the ablation procedure the patient experienced a stroke. No further information regarding any interventions or treatments was provided, but the patient was noted to be fully recovered. The catheter was disposed by the facility and will not be returned as there were no reports of any performance concerns.